Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist found that the messages were received but not processed by the es server and determined that the inbound message processor service was not stopped before the reboot. The customer was informed to stop the services before performing a reboot. The system functioned as intended after the technical support specialist troubleshot the device. The model number, catalog number, serial number, unique device identifier and manufacture date details kept blank since there was no medstation asset associated with the server.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue with new medication orders not crossing over from epic to pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.